Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case# FDA-2014-n-0736-1423, awareness date 04-oct-2015). It refers to a female (B)(6) consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2007. She complained of extreme pain as soon as she woke up from anesthesia, having been put to sleep to be implanted. The doctor never told her the essure device contained nickel; she was told that it was made of surgical steel and titanium. In the 8 years she has had these devices, she had constant pain in her lower abdomen, painful intercourse, severe bleeding during menses, huge fist sized blood clots, high blood pressure that could not find any reason for and she had been hospitalized twice because it was so high. She also had weight gain and hair loss just to name a few things. Follow-up received on 03-nov-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up received on 19-may-2016 via social media: consumer stated that she was 6 months post op removal of essure (implying removal on (B)(6) 2015). She had a hysterectomy. Follow-up identified on 01-jun-2016 from social media: the consumer states that the benefits of hysto (as reported) outweighed the risks of leaving essure placed. Consumer also informed that she was scared but she was more tired of being sick all the time. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, had high blood pressure and was hospitalized twice because of it. She also reported constant pain in lower abdomen. Essure was removed via hysterectomy approximately 8 years after its insertion. High blood pressure was considered serious due to hospitalization and is unlisted in the reference safety information for essure. Constant pain in lower abdomen was considered serious due to medical significance and is listed for essure. Hypertension may be primary, which may develop as a result of environmental or genetic causes, or secondary, which has multiple etiologies, including renal, vascular, and endocrine causes. Considering the pathophysiology of the event high blood pressure and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. After essure insertion, abdominal and pelvic pain may occur. Given the nature of the event constant pain in lower abdomen and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was upgraded to incident upon receipt of information stating that essure was removed. A product technical analysis concluded unconfirmed quality defect, there is no relationship between the reported medical events and a quality defect. Further information cannot be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('constant pain in lower abdomen') and hypertension ('high blood pressure') in a 24-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In 2007, the patient experienced procedural pain ("extreme pain after procedure"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hypertension (seriousness criterion hospitalization), dyspareunia ("painful intercourse"), menorrhagia ("severe bleeding during menses / huge fist sized blood clots"), alopecia ("hair loss"), malaise ("tired of being sick all the time"), pelvic pain ("in pain constantly/terrible pain"), allergy to metals ("allergic to nickel"), hypersensitivity ("allergic reactions all day every day"), loss of libido ("se drive-mine was non existent with essure") and abdominal distension ("bloating"), was found to have weight increased ("weight gain") and underwent cholecystectomy ("gallbladder out/gallbladder out"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, hypertension, procedural pain, dyspareunia, menorrhagia, weight increased, alopecia, malaise, pelvic pain, cholecystectomy, allergy to metals, hypersensitivity, loss of libido and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, cholecystectomy, dyspareunia, hypersensitivity, hypertension, loss of libido, malaise, menorrhagia, pelvic pain, procedural pain and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporters added from attached sd of case (B)(4) and current fu.all document transfered from deletion case (B)(4) to retension case (B)(4).reporter, events also transfered from deletion case to retension case. New events: sex-drive-mine was non existent with essure, bloating were added from deletion case (B)(4). Essure legal manufacture has changed from (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type "initial" indicates here initial submission by the new legal manufacturer only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1423) on 04-oct-2015. The most recent information was received on 30-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('constant pain in lower abdomen') and hypertension ('high blood pressure') in a 24-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In 2007, the patient experienced procedural pain ("extreme pain after procedure"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hypertension (seriousness criterion hospitalization), dyspareunia ("painful intercourse"), menorrhagia ("severe bleeding during menses / huge fist sized blood clots"), alopecia ("hair loss"), malaise ("tired of being sick all the time"), pelvic pain ("in pain constantly/terrible pain"), allergy to metals ("allergic to nickel"), hypersensitivity ("allergic reactions all day every day"), loss of libido ("se drive-mine was non existent with essure") and abdominal distension ("bloating"), was found to have weight increased ("weight gain") and underwent cholecystectomy ("gallbladder out/gallbladder out"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, hypertension, procedural pain, dyspareunia, menorrhagia, weight increased, alopecia, malaise, pelvic pain, cholecystectomy, allergy to metals, hypersensitivity, loss of libido and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, cholecystectomy, dyspareunia, hypersensitivity, hypertension, loss of libido, malaise, menorrhagia, pelvic pain, procedural pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.